Event description:
Consumer reports getting dosing their insulin from readings received on their bd cobranded meter. High readings (511, 574) prompted dosing - began to feel weak and sweaty and went to the ER for treatment. IV was started (blood sugar then went to 83). Pt took meter home and tested again, reading was "hi" both on test strips and control solution.